Event description:
It was reported that noise was observed via stored episodes on both the right atrial (ra) and right ventricular (rv) leads. In addition, the noise could be recreated with isometric exercise. It was noted that the patient complained of some pre-syncopal episodes possibly associated with noise inhibition of ventricular pacing. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.